Manufacturer narrative:
Review of clinic notes shows that notes dated (B)(6) 2013 indicated sleep apnea in addition to notes dated (B)(6) 2013; therefore, (B)(6) 2013 will be used as the event date. This report is being submitted to correct this information.

Event description:
The physician reported that the date the sleep apnea was first observed is unknown and that the patient has a history of sleep apnea pre-vns. The physician indicated that the sleep apnea is not related to vns and that it does not occur with device stimulation. No causal or contributory programming or medication changes preceded the onset of the patient's sleep apnea.

Event description:
Clinic notes dated (B)(6) 2013 indicate that the patient had a past medical history of obstructive sleep apnea.

Event description:
Clinic notes dated (B)(6) 2013 indicate that the patient had a past medical history of obstructive sleep apnea and using CPAP.attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
(B)(4).